Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open sigmoidectomy procedure, the blue auxiliary trocar broke. When the surgeon had placed the anvil in the proximal part of the bowel, he was trying to take out the auxiliary trocar and was grasping onto the anvil itself with a kelly. He used another kelly to twist and turn the auxiliary trocar out. A 2-3mm section of the base of the auxiliary trocar stayed in the anvil itself. They were not able to get it out. Another stapler was pulled to continue the procedure. The staple line was opened a little, the anvil was taken out, the new one was inserted and the procedure was completed successfully. There was no adverse patient impact.